Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed alarm. Customer reported that they were able to clear the alarm and also was able to rewind the pump. Customer also reported that alarmed recurred after inserting a new battery. Troubleshooting was performed. The device will be returned for analysis.